Event description:
Information was received that reported a patient was hospitalized in 2009, due to an incident of diabetic ketoacidosis. The reporter states the patient awoke at 6:30am the same day, and changed her infusion set and site. Around 9:30am, she tested at 350 mg/dl. Sometime later she was brought to the hospital and admitted with a blood glucose of 400 mg/dl. The patient was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.